Event description:
It was reported that patient had infusion set fell off after being used for use for almost 24 hours event occurred on (B)(6) 2026.

Manufacturer narrative:
MDR(B)(4) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).